Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine follow up high impedances on basal channels were noticed. The user suffered from a trauma a few days after the surgery and since then reports headaches and vertigo. However, the hearing performances was not affected at that time. The user suffered again from a head trauma in (B)(6) 2017 but no hearing issues were detected. Re-insertion is considered.

Manufacturer narrative:
According to the information, the electrode was not fixated and not recessed in a channel, which is not in line with the medel surgical guidelines and resulted in the observed migration of the active electrode. Further, the reported trauma might have contributed to the observed issue. Revision surgery is considered but no date has been scheduled yet.

Event description:
During a routine follow up high impedances on basal channels were noticed. The user suffered from a trauma a few days after the surgery and since then reports headaches and vertigo. However, the hearing performances was not affected at that time. The user suffered again from a head trauma in (B)(6) 2017 but no hearing issues were detected.